Event description:
The customer has been experiencing unexpectedly high blood glucose levels. On (B)(6) 2015 customer had a blood glucose level of more than 500 mg/dl. He went to his diabetes specialist, who had him transferred to the hospital. From (B)(6) 2015 he had stationary treatment in the hospital. Customer's mother, the diabetes specialist, and the customer think that inaccurate delivery by the pump was the reason for the high blood glucose levels. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6.)